Event description:
It was reported, the rigid video scope had an image problem. A large black circle is in the lens and shows on the screen. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage on distal fibers, dents on edge of objective frame, cracked objective lens, loose light guide connector, and cracks on video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely component failure the following led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had an image problem. A large black circle is in the lens and shows on the screen. The issue occurred during reprocessing. There was no patient involvement.